Event description:
A caller reported an alarm issue with the adc device. The caller reported the high/low glucose alarm failed to trigger and customer experienced sweating, seizure, and loss of consciousness. The customer's spouse provided unspecified emergency injection, and after approximately 30 minutes the customer was able to drink fluids. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre sensor, and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.